Manufacturer narrative:
Follow-up #1: date of submission 12/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/12/2015 with the following findings: the keypad was found to be intact; all buttons were found to be responsive during investigation. The keypad cover was removed to inspect under the contacts; there was no contamination found under keypad contacts. The reported under-responsive issue with the keypad buttons was unable to be duplicated during investigation. Unrelated to the complaint, there was visible rust/corrosion found inside the battery compartment. A leak test was performed; the battery compartment was found to be leaking. The pump was opened; there was evidence of moisture found internally on the main pcb. The battery compartment was found to be cracked above the bumper at the battery compartment threads and below the bumper at the case seal. Also unrelated to the complaint, the audio bolus button (abb) cover was found to be damaged/punctured; however, the bolus button was still found to be responsive during investigation. The abb cover was removed and contamination was found on abb pins. The display screen was also found to be dim, faded and pink.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The down arrow and ok keypad buttons reportedly were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.